Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the actuator will raise the lift up but will not go down unless you apply pressure or weight on it.